Event description:
It was reported that twenty two days post catheter placement procedure via the right internal jugular vein, the catheter was found to be occluded. The port was found to be removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter in three segments was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. During visual evaluation, three complete circumferential breaks were noted on the returned catheter resembling the reported statement which mentions that the catheter was cut to three segments upon removal. Further, no discrepancies related to the reported catheter occlusion was noted on the returned device during sample evaluation. However, the investigation is inconclusive for the reported catheter occlusion issue as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty two days post catheter placement procedure via the right internal jugular vein, the catheter was found to be occluded. The port was found to be removed. There was no reported patient injury.